Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports the watchdog alarm on their 8015 (sn: (B)(4). Case resolution: - informed the customer this is most likely due to the logic board. - we did attempt to reflash the software with not success. - recommended customer send in unit for repair due to cost of logic board. - customer will send in for repair through their internal process. Ended call